Manufacturer narrative:
Patient match planning review performed on (B)(6) 2017 by patient's match department. Our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly. No extra-analysis is possible, since we have not received any x-ray. Batch review performed on 04 december 2017. Lot 157428: sixty (60) items manufactured and released on 18 mar 2016. Expiration date: 2021-03-07. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary surgery with myknee in (B)(6) 2016. The patient was unable to complete physical therapy due to illness. The patient came in complaining of stiffness. On (B)(6) 2017 the surgeon removed/released the soft tissue that hampered flexion and swapped the insert.